Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a femur fracture repair procedure, the tip of the drill bit fractured off into the patient and was unable to be removed. No patient consequences have been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned section of the drill bit confirmed that the part had fractured and all pieces not returned. The product was sent to sem for additional analysis. A fracture analysis was performed on the product and identified the drill likely fractured from an overload, possibly from hitting another hard object. Additionally, the heavy distal tip wear was likely a contributing factor in the fractured cutting edge. The material analysis was performed and confirmed the material as (B)(4). DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.